Event description:
It was reported that patient had no external power alarms on (B)(6) 2022 which was noted when the patient went to their routine follow-up in the clinic. The patient didn't report any audible alarms. There were two advisory alarms to replace the heartmate ii system controller and backup battery. A review of the log files revealed yellow wrench/replace controller event on (B)(6) 2022 at 08:15. This was associated with an lcd fault which caused a momentary communication breakdown between the controller's lcd screen and the controller's processor. The pocket controller has resolved this event independently and no intervention was required. Additionally, there were several low voltage hazards and no external power events on (B)(6) 2022 from 06:47 to 07:10 with a backup battery fault noted at 7:00. The backup battery was enabled when power was lost and the patient switched to battery power at 7:13. No further events captured for the remainder of the log.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm, replace system controller alarm, and backup battery fault was confirmed via analysis of the submitted log file. The submitted log file contained approximately 16 days of data (B)(6) 2022 per the timestamp). The log file captured no external power alarms on (B)(6) 2022 from 06:47:31 to 07:10:02 due to both system controller power cables being disconnected from external power. The alarms resolved once the power cables were reconnected to external power. The system controller backup battery supported the system during the losses of power without any issues. During the losses of external power, the log file captured a backup battery fault at 07:00:20. The backup battery fault did not have an associated error code or yellow wrench alarm. The log file also captured a replace system controller alarm on (B)(6) 2022 at 08:15:18 due to an lcd fault. The alarm resolved on its own. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided communicated that the system controller was not exchanged and would not be returned for evaluation. The root cause of the reported no external power alarm was determined to be a user error in which both system controller power cables were disconnected from external power. The root cause of the reported replace system controller alarm and backup battery fault could not be conclusively determined could not be determined through this analysis. Reports of similar issues regarding the replace system controller alarm are being tracked and monitored. The heartmate ii instructions for use (IFU) and heartmate ii patient handbook explain the various ways to power the heartmate ii lvas. The IFU and patient handbook explain how to switch power sources, and state that at least one system controller power cable must be connected to a power source at all times. The IFU and patient handbook also inform the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including no external power and replace system controller alarms, and backup battery faults, and the actions to take if the issue does not resolve. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate ii lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.